Event description:
Healthcare professional reported a right side deflation. Patient representative reported ¿extreme pain at [the]incision sites and took ibuprofen for pain,¿ ¿right breast had dropped,¿ "tissue/leak at valve," and "right one is flat.¿ patient representative also reported "hospitalized for a perforation in [the patient¿s] stomach and suffered bodily injury", which are not device related. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 20 jul 2015 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, white particle material on outer shell, linear opening on shell posterior, linear leakage on shell opening. Microanalysis identified: 1 opening striated posterior shell. Fill inspection identified no blockage on diaphragm valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.